Event description:
It was reported that there was a hole in the overpouch of a capd disconnect y set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed. Functional tests were performed, including fluid pressure testing and visual inspection. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample evaluation of the returned actual sample identified a small hole/tear in the pouch via visual inspection, verifying the reported problem of a hole in the over pouch. However, the poly pouch functions as a dust cover only. A small pinhole does not violate the sterility of the product and should not be considered a defect. Therefore, the sample evaluation determined that the product met specifications related to the reported problem of a hole in the over pouch. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.